Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it with no recurrence of malfunction, and was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.